Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead, resulting in a diagnostic anomaly on the patient device and loss of capture. The lead was successfully repositioned. No adverse patient consequences were reported.